Event description:
It was reported that the transmitter failed to power up and that the power box appeared burnt. As a result, the transmitter was not used and was replaced. No patient consequences were reported.